Manufacturer narrative:
Product analysis one still image received for analysis. Image depicts a heli-fx guide in an opened pouch. There is no obturator in the pouch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon intended to use a guide sg-64 during the treatment of an abdominal aortic aneurysm with a non-medtronic stent graft. Upon opening the guide sg-64 packaging, it was observed that the dilator was missing. Another sg-64 was opened to continue treatment. Per the physician, the cause of the event was due to a packaging error. It was noted that the packaging was not damaged and the box and packaging was intact and stored in the hospital warehouse. No patient complications have been reported as a result of this event.